Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare professional (hcp), regarding a patient receiving compounded baclofen with concentration 3,300 mcg/ml at a dose rate of 499 mcg/day and hydromorphone with concentration 1.0 mg/ml at a dose rate of 0.1512 mg/day. Drug lot number and therapy dates regarding the pump medications were unavailable / not reported. The indication for use regarding the pump was intractable spasticity and head/brain injury. The hcp reported that per the progress note dated (B)(6) 2015, the patient had presented for a recheck of hip pain. Vital signs included b/p 134/74 and pulse 78. The onset of the hip pain had been gradual and had been occurring in a persistent pattern for 12 years. The course had been worsening (the patient has had fluid accumulation in both hips l>r and uti (urinary tract infection). Both of these issues increased pain in hip areas. The patient has had left hip drained but it was re-accumulating. The hip pain was described as a moderate to severe sharp stabbing in the left hip. The pain affected the abdomen and hip. There were no relieving factors. The patient developed a pressure ulcer in left hip area and subsequently into deeper tissue and osteomyelitis of hip joint; IV (intravenous) antibiotics for 6 months resolved infection but had recurring effusion that was drained periodically). Previous diagnostic tests have included a CT (computed tomography scan); no further details were provided. Previous evaluations have been made by an orthopaedic surgeon. The fluid on the right hip had been increasing and the patient was due to go back to the hcp for drainage. A review of systems revealed left sided abdominal pain described as ache/pressure. The patient also had back pain, muscle pain and joint pain and stiffness in the left hip which was described as a constant, dull, throbbing pain that was sharp at times. The pain in the left hip was getting worse. An MRI (magnetic resonance image) had been performed; however, no results were reported. The pump was refilled with compounded baclofen and hydromorphone. The present regimen was satisfactory for pain relief. The hydromorphone injectables dose was increased by 33%. The patient was asked to ¿go light¿ on the prn injectables for a few days after bridge of intrathecal drug change finishes. At the time of the appointment on (B)(6) 2015, the pump eri (elective replacement indicator) was due in 2 months. The patient had an ¿ed visit 10/7 or 10/8¿; however, the hcp did not have any information in the patient¿s chart. The pump was subsequently replaced on (B)(6) 2015. Additional information has been requested regarding the patient¿s medication in the pump at the time of the event; onset of the infection, diagnostics that were performed, actions/interventions taken, and outcome of the patient¿s symptoms, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.